Manufacturer narrative:
Additional information: a1, b5, h6 ( patient code).

Event description:
Additional information was received indicating that there was no patient involved. The malfunction happened while testing and date is unknown.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical legacy plus pump was returned for analysis with a scratched screen. During analysis, the device was attempted to be powered up. When battery was inserted, the device immediately alarmed with a blank screen. Service replaced the circuit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the cadd legacy plus pump displayed a double alarm. There were no adverse events reported.